Event description:
It was reported that the customer had multiple occlusion alarms. The customer would either resume insulin delivery or change the cartridge and infusion set. There was no reported impact to the customer's blood glucose level. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause was unable to be completed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.